Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the lens was torn during insertion. The incision was enlarged to remove the lens and another same type of lens was implanted. A sutures was placed to close the wound. The reporter stated the incident was caused by lack of viscoelastic.

Manufacturer narrative:
Evaluation: visual inspection of the returned product showed that haptic was torn off and missing and there were three small tears in the lens. There was evidence ofa clear surgical residue.